Manufacturer narrative:
The CPR-d padz electrodes were not returned to zoll medical corporation for evaluation. The device and the customer's report was not replicated or confirmed. A retained sample investigation was conducted for CPR-d padz electrodes (lot# 4523e). The retained sample investigation resulted in no faults found and were assembled according to specification. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the associated device inappropriately displayed a "plug in cable" message using these electrode pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.